Event description:
It is reported through the patient's attorney that the device was implanted in 2002. Post-op it was discovered femoral component and tibial articular component had been mismatched. Tibial articular surface was removed and replaced with proper size component in 2003.